Manufacturer narrative:
This spontaneous case was reported by a consumer via a lawyer and describes the occurrence of pelvic pain ('severe abdominal pelvic pains on the sides of the body towards the fallopian tubes'), postoperative wound infection ('surgical wound infection'), wound dehiscence ('operation wound dehiscence') and urinary tract procedural complication ('bladder injury') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and multiple cesarean sections (the last cesarean section was on 2015.). Concurrent conditions included deep vein thrombosis since (B)(6) 2018, hypertension, anxiety disorder and panic reaction. Concomitant products included ferrous sulfate (ferrous sulphate) since (B)(6) 2019 for anemia, rivaroxaban (xarelto) from (B)(6) 2018 to (B)(6) 2019 for deep vein thrombosis as well as amlodipine besilate (besilato de anlodipino), clonazepam, fluoxetine hydrochloride (cloridrato de fluoxetina) and losartan potassium (losartana potassica). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain ("painful insertion procedure / discomfort with pain after insertion of the essure"). On (B)(6) 2019, the patient experienced abdominal distension ("abdominal distension") and heavy menstrual bleeding ("hypermenorrhea"). On (B)(6) 2019, the patient experienced the first episode of anaemia ("anemia") and the first episode of abdominal pain ("abdominal pain"). On (B)(6) 2019, the patient experienced urinary tract procedural complication (seriousness criterion hospitalization) and scar ("scar (after essure removal surgery)"). On (B)(6) 2019, the patient was found to have uterine leiomyoma ("myoma"). On (B)(6) 2019, the patient experienced postoperative wound infection (seriousness criterion hospitalization). On (B)(6) 2019, the patient experienced abnormal uterine bleeding ("abnormal uterine bleeding") and the second episode of anaemia ("anemia"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), wound dehiscence (seriousness criterion hospitalization), vaginal haemorrhage ("uninterrupted vaginal bleeding"), the second episode of abdominal pain ("severe abdominal pelvic pains on the sides of the body towards the fallopian tubes"), pain in extremity ("pains in the lower back that radiated from both legs causing lack of balance"), balance disorder ("pains in the lower back that radiated from both legs causing lack of balance"), genital haemorrhage ("anormal and continuous bleeding"), pyrexia ("fever"), decreased appetite ("lack of appetite"), alopecia ("excessive hair loss"), fatigue ("fatigue"), dyspareunia ("pain during intercourse"), vulvovaginal inflammation ("vaginal inflammation"), anxiety disorder ("anxiety disorder"), panic reaction ("panic syndrome") and depression ("depression"). The patient was hospitalized on (B)(6) 2019 and then on(B)(6) 2019. The patient was treated with clindamycin (clindamicina), gentamicin sulfate (gentamicina), ibuprofen (ibuprofeno), oxacillin sodium (oxacilin) and surgery (removal of the essure, the uterus and the two fallopian tubes and resuture on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, postoperative wound infection, wound dehiscence, urinary tract procedural complication, procedural pain, vaginal haemorrhage, the last episode of abdominal pain, pain in extremity, balance disorder, genital haemorrhage, pyrexia, decreased appetite, alopecia, fatigue, dyspareunia, vulvovaginal inflammation, anxiety disorder, panic reaction, depression, scar, abnormal uterine bleeding, uterine leiomyoma, abdominal distension, heavy menstrual bleeding and the last episode of anaemia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abnormal uterine bleeding, heavy menstrual bleeding, postoperative wound infection, scar, urinary tract procedural complication, uterine leiomyoma, wound dehiscence, the first episode of abdominal pain, the first episode of anaemia and the second episode of anaemia with essure. The reporter considered alopecia, anxiety disorder, balance disorder, decreased appetite, depression, dyspareunia, fatigue, genital haemorrhage, pain in extremity, panic reaction, pelvic pain, procedural pain, pyrexia, vaginal haemorrhage, vulvovaginal inflammation and the second episode of abdominal pain to be related to essure. The reporter commented: the adverse events (pelvic pain, wound dehiscence, vaginal haemorrhage, the second episode of abdominal pain, back pain, balance disorder, genital haemorrhage, pyrexia, decreased appetite, alopecia, fatigue , dyspareunia, vulvovaginal inflammation, anxiety disorder, panic reaction and depression) occurred after the essure insertion. Diagnostic results (normal ranges are provided in parenthesis if available): bacterial test - on (B)(6) 2019: operation wound swab: proteus vulgaris. Blood count - on an unknown date: red blood cells: 3,6 millions/mm3 (reference value: 4 - 5,2 millions/mm3), hemoglobin: 10,80 g/dl (reference value: 12 - 16 g/dl), hematocrit: 32,4% (reference value: 36 - 48%), average corpuscular volume: 76,3 fl (reference value: 80 - 96 fl), corpuscular hemoglobin: 26,4 pg (reference value: 27 - 33 pg), average corpuscular hemoglobin concentration: 34,6 g/dl (reference value: 32 - 36 g/dl), red cell distribution width: 14% (reference value: 11,5 - 14,5 %).; on 13-dec-2018: segmented neutrophils: 72% (reference value: 40-65% - 1600 until 7150 mil/mm3); on (B)(6) 2019: red blood cells: 3,33 millions/mm3 (reference value: millions/mm3), hemoglobin: 8,8 g/dl (reference value: 12 - 16 g/dl), hematocrit: 26,4 % (reference value: 36 - 48%), average corpuscular volume: 72,5 fl (reference value: 80 - 96 fl), corpuscular hemoglobin: 26,63 pg (reference value: 27 - 33 pg). C-reactive protein - on (B)(6) 2019: 6,18 mg/dl - reference value: < or = 5mg/dl.. Human chorionic gonadotropin - on (B)(6) 2018: negative; on (B)(6) 2019: negative. Ultrasound pelvis - on an unknown date: the device was in the right place, however, a lesion in the cervix and endometriosis was detected; on (B)(6) 2019: no evidence of free fluid in the posterior cul-de-sac.. Ultrasound scan vagina - on (B)(6) 2016: devices bilaterally positioned. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe abdominal pelvic pains on the sides of the body towards the fallopian tubes'), postoperative wound infection ('surgical wound infection'), wound dehiscence ('operation wound dehiscence') and urinary tract procedural complication ('bladder injury') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and multiple cesarean sections (the last cesarean section was on 2015.). Concurrent conditions included deep vein thrombosis since (B)(6) 2018, hypertension, anxiety disorder and panic reaction. Concomitant products included ferrous sulfate (ferrous sulphate) since (B)(6) 2019 for anemia, rivaroxaban (xarelto) from (B)(6) 2018 to (B)(6) 2019 for deep vein thrombosis as well as amlodipine besilate (besilato de anlodipino), clonazepam, fluoxetine hydrochloride (cloridrato de fluoxetina) and losartan potassium (losartana potassica). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain ("painful insertion procedure / discomfort with pain after insertion of the essure"). On (B)(6) 2019, the patient experienced abdominal distension ("abdominal distension") and heavy menstrual bleeding ("hypermenorrhea"). On (B)(6) 2019, the patient experienced the first episode of anaemia ("anemia") and the first episode of abdominal pain ("abdominal pain"). On (B)(6) 2019, the patient experienced urinary tract procedural complication (seriousness criterion hospitalization) and scar ("scar (after essure removal surgery)"). On (B)(6) 2019, the patient was found to have uterine leiomyoma ("myoma"). On (B)(6) 2019, the patient experienced postoperative wound infection (seriousness criterion hospitalization). On (B)(6) 2019, the patient experienced abnormal uterine bleeding ("abnormal uterine bleeding") and the second episode of anaemia ("anemia"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), wound dehiscence (seriousness criterion hospitalization), vaginal haemorrhage ("uninterrupted vaginal bleeding"), the second episode of abdominal pain ("severe abdominal pelvic pains on the sides of the body towards the fallopian tubes"), pain in extremity ("pains in the lower back that radiated from both legs causing lack of balance"), balance disorder ("pains in the lower back that radiated from both legs causing lack of balance"), genital haemorrhage ("anormal and continuous bleeding"), pyrexia ("fever"), decreased appetite ("lack of appetite"), alopecia ("excessive hair loss"), fatigue ("fatigue"), dyspareunia ("pain during intercourse"), vulvovaginal inflammation ("vaginal inflammation"), anxiety disorder ("anxiety disorder"), panic reaction ("panic syndrome") and depression ("depression"). The patient was hospitalized on (B)(6) 2019 and then on (B)(6) 2019. The patient was treated with clindamycin (clindamicina), gentamicin sulfate (gentamicina), ibuprofen (ibuprofeno), oxacillin sodium (oxacilin) and surgery (removal of the essure, the uterus and the two fallopian tubes and resuture on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, postoperative wound infection, wound dehiscence, urinary tract procedural complication, procedural pain, vaginal haemorrhage, the last episode of abdominal pain, pain in extremity, balance disorder, genital haemorrhage, pyrexia, decreased appetite, alopecia, fatigue, dyspareunia, vulvovaginal inflammation, anxiety disorder, panic reaction, depression, scar, abnormal uterine bleeding, uterine leiomyoma, abdominal distension, heavy menstrual bleeding and the last episode of anaemia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abnormal uterine bleeding, heavy menstrual bleeding, postoperative wound infection, scar, urinary tract procedural complication, uterine leiomyoma, wound dehiscence, the first episode of abdominal pain, the first episode of anaemia and the second episode of anaemia with essure. The reporter considered alopecia, anxiety disorder, balance disorder, decreased appetite, depression, dyspareunia, fatigue, genital haemorrhage, pain in extremity, panic reaction, pelvic pain, procedural pain, pyrexia, vaginal haemorrhage, vulvovaginal inflammation and the second episode of abdominal pain to be related to essure. The reporter commented: the adverse events (pelvic pain, wound dehiscence, vaginal haemorrhage, the second episode of abdominal pain, back pain, balance disorder, genital haemorrhage, pyrexia, decreased appetite, alopecia, fatigue , dyspareunia, vulvovaginal inflammation, anxiety disorder, panic reaction and depression) occurred after the essure insertion. Diagnostic results (normal ranges are provided in parenthesis if available): bacterial test - on (B)(6) 2019: operation wound swab: proteus vulgaris. Blood count - on an unknown date: red blood cells: 3,6 millions/mm3 (reference value: 4 - 5,2 millions/mm3), hemoglobin: 10,80 g/dl (reference value: 12 - 16 g/dl), hematocrit: 32,4% (reference value: 36 - 48%), average corpuscular volume: 76,3 fl (reference value: 80 - 96 fl), corpuscular hemoglobin: 26,4 pg (reference value: 27 - 33 pg), average corpuscular hemoglobin concentration: 34,6 g/dl (reference value: 32 - 36 g/dl), red cell distribution width: 14% (reference value: 11,5 - 14,5 %).; on (B)(6) 2018: segmented neutrophils: 72% (reference value: 40-65% - 1600 until 7150 mil/mm3); on (B)(6) 2019: red blood cells: 3,33 millions/mm3 (reference value: millions/mm3), hemoglobin: 8,8 g/dl (reference value: 12 - 16 g/dl), hematocrit: 26,4 % (reference value: 36 - 48%), average corpuscular volume: 72,5 fl (reference value: 80 - 96 fl), corpuscular hemoglobin: 26,63 pg (reference value: 27 - 33 pg). C-reactive protein - on (B)(6) 2019: 6,18 mg/dl - reference value: < or = 5mg/dl.. Human chorionic gonadotropin - on (B)(6) 2018: negative; on (B)(6) 2019: negative. Ultrasound pelvis - on an unknown date: the device was in the right place, however, a lesion in the cervix and endometriosis was detected; on (B)(6) 2019: no evidence of free fluid in the posterior cul-de-sac.. Ultrasound scan vagina - on (B)(6) 2016: devices bilaterally positioned. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Amendment: the report was amended for the following reason: following company internal coding review, the reported event bladder injury was recoded to meddra llt intraoperative urinary injury. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe abdominal pelvic pains on the sides of the body towards the fallopian tubes'), postoperative wound infection ('surgical wound infection'), wound dehiscence ('operation wound dehiscence') and bladder injury ('bladder injury') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and cesarean section (the last cesarean section was on 2015.). Concurrent conditions included deep vein thrombosis since (B)(6) 2018, hypertension, anxiety disorder and panic reaction. Concomitant products included ferrous sulfate (ferrous sulphate) since (B)(6) 2019 for anemia, rivaroxaban (xarelto) from (B)(6) 2018 to (B)(6) 2019 for deep vein thrombosis as well as amlodipine besilate (besilato de anlodipino), clonazepam, fluoxetine hydrochloride (cloridrato de fluoxetina) and losartan potassium (losartana potassica). On (B)(6) -2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain ("painful insertion procedure / discomfort with pain after insertion of the essure"). On (B)(6) -2019, the patient experienced abdominal distension ("abdominal distension") and heavy menstrual bleeding ("hypermenorrhea"). On (B)(6) 2019, the patient experienced the first episode of anaemia ("anemia") and the first episode of abdominal pain ("abdominal pain"). On (B)(6) 2019, the patient experienced bladder injury (seriousness criterion hospitalization) and scar ("scar (after essure removal surgery)"). On (B)(6) 2019, the patient was found to have uterine leiomyoma ("myoma"). On (B)(6) 2019, the patient experienced postoperative wound infection (seriousness criterion hospitalization). On (B)(6) -2019, the patient experienced abnormal uterine bleeding ("abnormal uterine bleeding") and the second episode of anaemia ("anemia"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), wound dehiscence (seriousness criterion hospitalization), vaginal haemorrhage ("uninterrupted vaginal bleeding"), the second episode of abdominal pain ("severe abdominal pelvic pains on the sides of the body towards the fallopian tubes"), back pain ("pains in the lower back that radiated from both legs causing lack of balance"), balance disorder ("pains in the lower back that radiated from both legs causing lack of balance"), genital haemorrhage ("anormal and continuous bleeding"), pyrexia ("fever"), decreased appetite ("lack of appetite"), alopecia ("excessive hair loss"), fatigue ("fatigue"), dyspareunia ("pain during intercourse"), vulvovaginal inflammation ("vaginal inflammation"), anxiety disorder ("anxiety disorder"), panic reaction ("panic syndrome") and depression ("depression"). The patient was hospitalized on (B)(6) 2019 and then on (B)(6) -2019. The patient was treated with clindamycin (clindamicina), gentamicin sulfate (gentamicina), ibuprofen (ibuprofeno), oxacillin sodium (oxacilin) and surgery (removal of the essure, the uterus and the two fallopian tubes and resuture on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, postoperative wound infection, wound dehiscence, bladder injury, procedural pain, vaginal haemorrhage, the last episode of abdominal pain, back pain, balance disorder, genital haemorrhage, pyrexia, decreased appetite, alopecia, fatigue, dyspareunia, vulvovaginal inflammation, anxiety disorder, panic reaction, depression, scar, abnormal uterine bleeding, uterine leiomyoma, abdominal distension, heavy menstrual bleeding and the last episode of anaemia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abnormal uterine bleeding, bladder injury, heavy menstrual bleeding, postoperative wound infection, scar, uterine leiomyoma, wound dehiscence, the first episode of abdominal pain, the first episode of anaemia and the second episode of anaemia with essure. The reporter considered alopecia, anxiety disorder, back pain, balance disorder, decreased appetite, depression, dyspareunia, fatigue, genital haemorrhage, panic reaction, pelvic pain, procedural pain, pyrexia, vaginal haemorrhage, vulvovaginal inflammation and the second episode of abdominal pain to be related to essure. The reporter commented: the adverse events (pelvic pain, wound dehiscence, vaginal haemorrhage, the second episode of abdominal pain, back pain, balance disorder, genital haemorrhage, pyrexia, decreased appetite, alopecia, fatigue , dyspareunia, vulvovaginal inflammation, anxiety disorder, panic reaction and depression) occurred after the essure insertion. Diagnostic results (normal ranges are provided in parenthesis if available): bacterial test - on (B)(6) 2019: operation wound swab: proteus vulgaris. Blood count - on an unknown date: red blood cells: 3,6 millions/mm3 (reference value: 4 - 5,2 millions/mm3), hemoglobin: 10,80 g/dl (reference value: 12 - 16 g/dl), hematocrit: 32,4% (reference value: 36 - 48%), average corpuscular volume: 76,3 fl (reference value: 80 - 96 fl), corpuscular hemoglobin: 26,4 pg (reference value: 27 - 33 pg), average corpuscular hemoglobin concentration: 34,6 g/dl (reference value: 32 - 36 g/dl), red cell distribution width: 14% (reference value: 11,5 - 14,5 %).; on (B)(6) 2018: segmented neutrophils: 72% (reference value: 40-65% - 1600 until 7150 mil/mm3); on (B)(6) 2019: red blood cells: 3,33 millions/mm3 (reference value: millions/mm3), hemoglobin: 8,8 g/dl (reference value: 12 - 16 g/dl), hematocrit: 26,4 % (reference value: 36 - 48%), average corpuscular volume: 72,5 fl (reference value: 80 - 96 fl), corpuscular hemoglobin: 26,63 pg (reference value: 27 - 33 pg). C-reactive protein - on (B)(6) 2019: 6,18 mg/dl - reference value: < or = 5mg/dl.. Human chorionic gonadotropin - on (B)(6) 2018: negative; on (B)(6) 2019: negative. Ultrasound pelvis - on an unknown date: the device was in the right place, however, a lesion in the cervix and endometriosis was detected; on (B)(6) 2019: no evidence of free fluid in the posterior cul-de-sac.. Ultrasound scan vagina - on (B)(6) 2016: devices bilaterally positioned. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.